Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 29-september-2015, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse found no system software was loaded so the fse loaded the software. All errors cleared and the aia-900 instrument is operational. No further action is required by field service. The most probable cause for this event is software failure.

Event description:
On (B)(6) 2015, a customer reported the screen froze and there was no system message the aia-900 instrument. The customer is unable to run patient samples on fsh. On (B)(4) 2015, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for fsh. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.